Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular (rv) lead exhibited noise leading to over-sensing. An insulation breach was suspected on the lead. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Correction - included h10 statement. Further information was requested but not received.